Event description:
When a new padpak is inserted the led light starts blinking red and beeping. When turned on the led light keeps blinking red and starts making longer beeping sounds. Also other led lights start blinking which should not be blinking at that stage of the activation. Also the device will not turn off when the green on/off button is pushed. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2015. The pad-pak history record was reviewed, which showed the returned pad-pak as 1 of 200 manufactured on the (B)(6) 2019, 182 of which were ship to stryker venlo on the (B)(6) 2019. Upon receipt, it was observed that the red status led and failure chirp were being activated simultaneously with each flash of the left pad led. This was due to corrosion on the membrane tail across multiple tracks, which had bridged between track 1 (status_led_red) and track 2 (left_pad_led), leading to a short between these lines. The corrosion on the membrane tail would suggest the device had been stored outside of the indicated conditions, although this could not be verified by other means, i.e. No corrosion observed on the screws or usb contact collars. The investigation was unable to determine how or when the damage to the locator pin occurred. However, it is possible that the damage may have been due to the users inability to power the device off via the on/off button. This would have resulted in the user removing the pad-pak to power off the device, as evident from the multiple manual power-ons of nonsensical duration within the history log from the (B)(6) 2020 to the last log entry. This may have then resulted in the bent locator pin on the returned pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
When a new padpak is inserted the led light starts blinking red and beeping. When turned on the led light keeps blinking red and starts making longer beeping sounds. Also other led lights start blinking which should not be blinking at that stage of the activation. Also the device will not turn off when the green on/off button is pushed. There was no patient involved in this event.